Event description:
Followup information revealed the chest pain was not related to the device. It was also found through a site visit that there were various magnetic sources in the hospital and at the patient¿s brother's residence that were above the labeling limit for magnetic exposure.

Event description:
It was reported that there was a solid tone emitting from the device intermittently when not in the presence of a magnet. It started at the patient's home. The patient experienced chest pain and was admitted to the hospital. Intermittent toning of the device occurred while the patient was lying in the hospital bed and while walking in the halls. The patient was transferred to a different room on a different wing of the hospital and the device continued to emit the solid tone at random times. The device was checked and during the wireless session it intermittently read "suspended". The tone was able to be replicated with a magnet at the skin to four inches away, and was also able to be intermittently duplicated when the patient was near the phone. Diagnostic testing and testing of the surrounding area was performed to try to determine the cause. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. Concomitant products: 4076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).